Manufacturer narrative:
As received, a complete lead was returned in two pieces, the connector portion measured 25.0 cm and the distal portion measured 28.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the electrophysiology (ep) lab with noise on their atrial lead. During extraction procedure it was noted that this lead was fractured. The leads were successfully explanted and replaced. Patient was stable throughout the procedure.